Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated out of epidural space. The patient underwent a revision procedure wherein the paddle lead was explanted and replaced with a new one. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.